Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with an overcorrection and flipped axis due to the toric intraocular lens recommended by the intraoperative aberrometer. Additional information has been requested.